Manufacturer narrative:
Medical device problem code 1494/patient selection. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hypersensitivity reaction is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. It was reported that the procedure was to treat a lesion in an unspecified artery. The 3.0x33mm xience xpedition stent delivery system (sds) was implanted on (B)(6) 2014. An allergic reaction occurred as the patient noticed shortness of breath but had no other adverse reactions. The patient thought this was somewhat normal as the patient is allergic to things like nickel, latex, bees, and stitches among other things. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system are contraindicated for use in patients with known hypersensitivity or contraindication to everolimus, cobult, chronium, nickel, tungsten, acrylic, and fluoropolymers. In this case, it is possible the IFU deviation related to use in patients with known hypersensitivity may have caused/contributed to the reported patient effects; however, this cannot be confirmed. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 3.0x33mm xience xpedition stent delivery system (sds) was implanted on (B)(6) 2014. An allergic reaction occurred as the patient noticed shortness of breath but had no other adverse reactions. The patient thought this is somewhat normal as the patient is allergic to things like nickel, latex, bees, stitches, and among other things. Treatment, if any, was not reported. No additional information was provided.